Event description:
It was reported that the patient went to the hospital because the device was not working correctly and did not meet the expectations for longevity. The clinic confirmed that the device was near elective replacement indicator. The doctor decided to explant and replace the device at the same time as the lead revision. The right ventricular (rv) lead had loss of capture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient went to the hospital because the device was not working correctly and did not meet the expectations for longevity. The clinic confirmed that the device was near elective replacement indicator. The doctor decided to explant and replace the device at the same time as the lead revision. The right ventricular (rv) lead had loss of capture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event. It was additionally reported that the patient was presented to the emergency room (ER) after an episode of near syncope. The patient also had dizziness, chest pain, and fatigue. In the ER, electrocardiogram showed atrial fibrillation with ventricular rate from 30's to 50's. The patient was admitted to the hospital for further evaluation.